Event description:
Customer reported that he received multiple no delivery alarms. Customer changed the infusion set and reservoir twice but kept the same. When removing the infusion sets no bent cannulas were found. Customer was advised to get back in contact if the alarm occurs again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.